Event description:
An altitude alarm was reported for the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer received support from cts, who decided to replace the pump while advising the customer that the new pump will have updated software. The customer was instructed to switch to multiple daily injections (mdi) as a backup therapy and to send the problematic pump back to tandem using the provided return box and pre-paid label within ten days. The customer understood and acknowledged all instructions, including putting the pump in storage mode before returning it.